Manufacturer narrative:
(B)(4). H11: labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/03/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2025, which is off label usage of the device. According to the patient¿s parent, the patient experienced a skin reaction with scar, drainage, and infection, under the entire patch area. The parent consulted the clinic over the phone, on (B)(6) 2025, and received a prescription for an oral antibiotic (flucloxacillin). There was no documentation of medical intervention. Although the patient described scarring, based on the report date and event date the wound was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. At the time of contact, the patient is feeling fine. No additional patient or event information is available.